Manufacturer narrative:
Due to character restrictions in block e1, event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that cs100 intra-aortic balloon pump (iabp) noise was too loud after the device was turned on, so the device was stopped. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1(event site telephone), g1, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The unit functioned normally during on-site testing. All parameters met factory requirements. The noise was caused by the shell. The fse re-tightened the housing screws. The noise was still loud, but acceptable. The iabp was handed over to the customer for use. The fse stated that the customer purchased a new device and that this unit is no longer in use.